Event description:
Patient with esophageal varices underwent esophagogastroduodenoscopy with band ligation of varices. The conmed auto-ligator was a trial product. Following scoping the patient, md attempted the band ligation. Problems encountered equal inadequate suction for the varices. The auto-ligator misfired bands, then the ligator dislodged from the scope during firing of a band. Ligator and bands went into patients stomach (passed via esophagus).